Event description:
Wiring in power harness shorted.

Manufacturer narrative:
Customer tanned for an hour, which is forty minutes longer than what the listed exposure time on the exposure label for the tanning bed.